Manufacturer narrative:
(B)(4). Batch # unknown. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)

Event description:
It was reported that the contour stapler used to transect distal rectum that was very thick and a malformed staple was seen with straight staple leg protruding into lumen of bowel while inspecting anastomosis after subsequent circular stapler anastomosis across the contour staple line. Surgeon said anastomosis looked good and there were no air bubbles after an air leak test, but surgeon wasn¿t sure if tissue would grow over protruding staple leg in the lumen. He commented that he will monitor it.